Event description:
On (B)(4) 2012, olympus biotech received a report of an adverse event through the quintiles call center involving a (B)(6) female pt who was administered osigraft as part of an unspecified bone lengthening procedure "with ilizarov technique." Approx 15 days post-procedurally, the pt was reported to have experienced redness, pain, swelling and a "pulsating" sensation in her leg. The pt was also reported to be "continuously stretching the leg." No additional info was received with the initial report.